Event description:
Us complainant reported that a patient had a rhc (right heart catherization) and was admitted for cardiogenic shock. Iabp was placed and was scheduled for 5.5 for advance option work up. However, it was noted that the 5.5 sterility was compromised and the case was aborted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of priming issue has been completed. The impella device was not returned for evaluation. Priming issue: clinical details report that the impella 5.5 was dropped out of the sterile field. It was replaced with a new pump. Product was not returned for investigation. Based on the clinical detail that the pump was dropped out of the sterile field and replaced with a new one, the root cause of the priming issue was determined to most likely be a use issue.